Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported by the patient that infusion set was leaking due to which hyperglycemia occurs. High blood glucose level was 260 mg/dl and treated by additional insulin. No further information was available.